Manufacturer narrative:
This supplemental report was created to update h10 and h11 complaint has been evaluated and is similar to report number 1644408-2023-00088; 509-02-032, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-01791; 509-02-032, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to dislocation.